Manufacturer narrative:
Device passed displacement test and selftest. Toggled o and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The device failed the audio test during the call. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.